Event description:
It was reported that when using the bd pyxis¿ medbank tower had drawer unable to open and screen got struck. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A technical support specialist (tss) confirmed that the user had prematurely closed the drawer and forgot to enter the countback before issuing, which caused the screen to remain stuck on the countback page. The tss logged into medbank myqlink (mql) and verified that no transaction was recorded. The tss exited the application and relaunched it for the user. Afterward, the user was able to log in and issue medications to the patient successfully. The system functioned as intended after the technical support specialist troubleshot the issue of the device.